Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3037, serial# (B)(4), product type programmer, patient.

Event description:
Information was received from a consumer (con) via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that there was poor communication. The hcp was not with the patient and did not have access to a clinician programmer. The patient told the hcp that the patient programmer (pp) didn't communicate with the implant when they were in the hospital or in other places like airports. The hcp reported back while they were with the patient and wasn't able to get the remote to communicate. This started in the past several months prior to the report. The next day, it was reported that the patient had an unrelated laparoscopic total colectomy three days prior to the report. They couldn't connect to the implanted neurostimulator (ins) at that time and hadn't been able to connect since then. It was noted that the patient turned the ins off prior to the procedure. Since the patient couldn't use stimulation, they had to place a foley catheter again. The ins was working prior to the surgery and the last time it was checked by a hcp was 2013/2014. It was noted that they were using industrial batteries in the pp. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.